Event description:
No additional event information at the time of report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D9: device availability date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H10: narrative/data was updated.

Event description:
No additional information has been received.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was added: 10. H6: results code was added: 3252. H6: conclusions code was added: 4307. H10: narrative/data was updated. The screw was returned for investigation. The reported event is confirmed following product evaluation. Based on the evaluation, the device malfunction has occurred. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage, torque applied during placement/seating exceeds recommended value, the clinician does not follow the recommended protocol for product placement and final seating and patient factors like presence of occlusal abnormalities or parafunctional habits. No further investigation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw broke and is still in the implant.